Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta balloon catheter was returned for evaluation. The returned sample was noted to have blood residue throughout and the balloon appeared to be partially inflated. No other anomalies were noted. During functional evaluation, balloon was attempted to be deflated using an inhouse presto device and the balloon failed to deflate. Then proximal end of the balloon was cut and under microscopic magnification the glue bullet was observed to be incorrectly seated. No other functional testing was done. The investigation for reported failure to deflate is confirmed, since balloon failed to deflate during functional testing. The glue bullet incorrectly seated is a possible cause of the reported failure to deflate. A definitive root cause for the reported failure to deflate could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 03/2024), g3, h6(method). H11: h6(result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure through the lower left arm, the balloon allegedly would not deflate. It was further reported that the device was removed from the patient through venotomy and another device was used to complete the procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that during an angioplasty procedure through the lower left arm, the balloon allegedly would not deflate. It was further reported that the device was removed from the patient through venotomy and another device was used to complete the procedure. The current status of the patient is unknown.